Manufacturer narrative:
It was originally reported that the device "makes a hissing sound." It was determined through investigation that the parent record is not a complaint.

Event description:
It was reported to philips that the device "makes a hissing sound." There was no patient involvement.